Manufacturer narrative:
Correction to d4: catalogue #, g4: PMA/510k #. H10: the device was received for evaluation. Visual inspection was done which observed no fluid in the bladder. A functional testing was performed which revealed a leak was coming out at the multirate control module dialer. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an india ce multirate infusor was leaking from an unspecified location. The issue was identified during unspecified process step prior to use on a patient. There was no patient involvement. No additional information is available.